Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery issue was reported with the adc device. A customer's caregiver initially reported receiving a ¿replace sensor¿ error message on the sensor and a replacement device was ordered. The caregiver called back to report that the replacement device was not received, therefore, the customer was unable to monitor their glucose. The customer experienced symptoms described as weakness, shaking, leg cramps, and headache. The customer had contact with a healthcare provider who provided bread, and potatoes, and administered an unspecified IV for treatment. There was no report of death or permanent impairment associated with this event.